Manufacturer narrative:
This flowrate issue was observed dutring bench testing done by distributor. Distributor asked for hexfile and hexfile was sent to distributor on 3/25/2024

Event description:
On 3/18/2024, an email was sent to zyno medical, llc from the distributor asking for hexfile as they observed a flowrate issue where pump needs a flow rate offset of 3% and distributor also mentioned that it is slightly over infusing and they want to make it acurate. This issue was found during bench testing and there is no patient involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).